Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information is not available for reporting. This report is for an unknown screw cancellous/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See [mw5075535]

Event description:
This report is against user facility medwatch number mw5075535. The only information contained in this report is correction or additional information: it was reported that the surgeon was taking out two partially threaded cancellous screws on the right talus bone on (B)(6) 2018. One screw came right out. The head of the second screw broke off; the rest of the screw was left in the bone as the surgeon determined it would have posed more harm to surrounding bone to attempt removal. The screw was 3.5 mm diameter and with head, and an unknown length. The implant surgery was done several years ago at another facility. It is unknown the reason for the hardware removal. It is unknown if the there was any delay in surgery, patient outcome and if the patient was revised with any new hardware. This complaint involves one device. This report is 1 of 1 for (B)(4).